Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sensor wire remaining under the skin occurred. It was unclear whether the sensor wire broke or detached from the sensor pod. No insertion site or date was provided. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.